Manufacturer narrative:
Additional contact information - (B)(6)/ occupation other health care professional additional contact information - (B)(6). Complaint record ID #(B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, there was a loss of fiber optic signal and a "fiber optic sensor failure" alarm. The hospital staff removed and reinserted the optical fiber cable, but the problem persisted. They eventually transduced the inner lumen for arterial pressure. The iab was in use for approximately three days .there was no patient harm or adverse event reported. Medwatch # (B)(4) received 07aug2024: patient was on intra-aortic balloon pump (iabp). Suddenly alarm fiberoptic cable non functional. Waveform on iabp augmentation and art line iabp flat, not reading. The iabp continued to function in a 1:1 ratio to patient's electrocardiogram (EKG), and patient's condition did not clinically change. Trouble shooting was endeavored checked for kinks, flushed line. Healthcare provider called device support and the representative was able to walk primary registered nurse (rn) through some advanced trouble shooting and eventually established waveforms for iabp blood pressure (bp) and augmentation readings (which had been what we were titrating vasoactive gtts to up to that point, the augmented bp). With waveforms reestablished, we noted to iabp bp and augmentation were significantly lower than before issue had occurred. This caused us to mistrust the iabp readings, especially as the nibp systolic was reading over 100 when iabp systolic pressure was reading in 60s. Right radial art line established at bedside. Concern regarding the lack of reliable data from the iabp.

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, there was a loss of fiber optic signal and a "fiber optic sensor failure" alarm. The hospital staff removed and reinserted the optical fiber cable, but the problem persisted. They eventually transduced the inner lumen for arterial pressure. The iab was in use for approximately three days .there was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem other relevant history device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. A second kink was found on the inner lumen within the membrane approximately 22.1cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 23.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Complete initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a loss of fiber optic signal and a "fiber optic sensor failure" alarm. The hospital staff removed and reinserted the optical fiber cable, but the problem persisted. They eventually transduced the inner lumen for arterial pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.